Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the they received a change battery warning. They had changed the battery and infusion set on the insulin pump. There were no irregularities at the time. However, the following the day their blood glucose level suddenly went up. Their blood glucose level during the incident was 33.3 mmol/l. They tried inserting a new battery but there was no reaction from the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. The insulin pump passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime , and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.